Manufacturer narrative:
Event conclusion reliability assurance testing of the device found it meets return specifications. Reliability assurance testing of the transvenous defibrillation lead revealed insulation damage under the proximal spring electrode. This damage appears to have been initiated by pressure and movement within the heart. Once the insulation was abraded through, there was no barrier between the proximal shunt coil and distal high voltage crimp tube. During therapy delivery arcing resulted.

Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation had experienced possible oversensing. Interrogation of the ICD revealed one episode where the shocking lead impedance measured less than 10 ohms. An invasive procedure was performed and the physician elected to replace the device and lead.